Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the torn leaflet requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After the transseptal puncture, a tear in the fossa was noted. The first clip delivery system (cds 90108u144) was advanced to the mitral valve and the clip deployed. After deployment, the posterior leaflet was noted to be torn. A second cds (90108u146) was advanced; however, while the cds was still in the anatomy, the decision was made to send the patient to mitral valve repair surgery. While setting the patient up for surgery, the cds handle inadvertently moved forward, causing a perforation to the left appendage. The patient was sent to surgery and the mitral valve was replaced. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.